Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with two 650cc smooth mentor memorygel breast implants experienced right-sided breast pain, along with redness and a burning itchy rash, and unexplained systemic symptoms of ringing in the ears postoperatively. Furthermore, the patient reported a change in breast shape, and device migration (flipped over) was diagnosed by a physician. As a result, the patient is scheduled to undergo explantation and replacement with unspecified gel breast implants on (B)(6) 2020. This medwatch report is for the left-sided implant.